Event description:
The passing pin was drilled through the tibia using the gold director handle tip aimer and bullet. It could be visualised in the joint precisely where it was required. The director guide was removed and the appropriate endoscopic cannulated drill was used to dilate the tibial tunnel to the appropriate size (in this case a size 6.5mm). The problem occurred when the drill arrived in the joint in a different location to the tip of the passing pin. Somehow the drill skewed off the passing pin course and through the pin causing 35mm of passing pin tip to remain in the patient. Describe the delay and alternative used; it required significant effort to fetch the 35mm of passing pin tip from the tibia and the tunnel had to be redrilled.

Manufacturer narrative:
The device has not been received for evaluation at this time. (B)(4).

Manufacturer narrative:
One device was returned for evaluation. The device was visually evaluated and identified as broken at the 50mm value laser mark on the depth gauge portion of the device shaft. The break was observed to be a jagged break which is consistent with damage from a drill. The failure mode "broken" was confirmed. Due to the condition of the returned device a full dimensional evaluation could not be performed. The outer diameter of the device was measured and confirmed to meet specification of .094¿. A review of the nonconformance database was performed for this part number which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot and part number on file. Conclusion: undetermined. (B)(4).